Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. The customer reported (defect on arrival) defoa- high pressure leak test failed. Customer believes the flow sensor assembly is a defoa as it appears to leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Event description:
The customer reported (defect on arrival) defoa- high pressure leak test failed. Customer believes the flow sensor assembly is a defoa as it appears to leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement.